Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that multiple knives were dull during cataract surgeries. The procedures were able to be completed while using the unsatisfactory knife. There was no harm to any patient. Additional information has been requested. Additional information received further clarified that an alternate knife would be used if needed in order to complete a procedure.